Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were not able to be confirmed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was an attempted implant. During the implant procedure, the physician was not able to secure the right ventricular (rv) set screw. Multiple attempts to secure the set screw were made without success. A new device was requested and implanted. The device has been returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
--